Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn.

Event description:
A pt suffering from cancer was implanted with a distal radius plate on an unknown date. Post implant, all four locking screws were noted as broken. The pt was returned to the operating room for removal of hardware on an unknown date. This report is #1 of 4 for the same event.